Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 320 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient gave a correction bolus and changed out the pod. The pod was discarded.

Manufacturer narrative:
The pod was received fully deployed. No bends or kinks were observed to the soft cannula. The pod data indicates there was no struggle to deliver insulin. No problem was found.